Manufacturer narrative:
During investigation a reportable malfunction was found. The monitor was unable to complete a baseline test. The failure was isolated to the black pulse wire was damaged. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
During investigation a reportable malfunction was found. The monitor was unable to complete a baseline test.